Event description:
On (B)(6) 2011, a vns treating physician was having problems with his handheld the week before. The manufacturer's consultant went by the physician's office to troubleshoot and was able to re-create the error. The programming system was able to perform an interrogation successfully, but once diagnostics (both normal mode and system) were performed and completed, the next screen which would normally display the diagnostics results was black with a scroll bar at the bottom and at the right hand side. The physician has a second programming system available which they had been using to successfully interrogate and program patients since this one was not functioning properly. The handheld and flashcard were returned for product analysis on (B)(4) 2011, that has not yet been completed. The manufacturer's consultant later reported that several interrogations were performed prior to when the diagnostics tests were performed. Also, several attempts were made at performing the diagnostics. The consultant reported that the handheld was functioning properly and was not in sleep mode nor did it run out of power or reset prior to troubleshooting, right before the event occurred and when the event occurred. When additional information is received, it will be reported.

Event description:
Additional information was received on (B)(6) 2011, when product analysis was completed on the physician's handheld and flashcard. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Product analysis on the flashcard revealed that the vns software would not display the results following system diagnostic testing. A root cause for the software anomaly could not be identified during the analysis. It was identified that the software anomaly was corrected by performing a soft reset. It was also verified that even though the results of the diagnostic testing were not displayed on the screen, they were recorded in the handheld patient database. No further anomalies associated with flashcard software or databases were identified during the flashcard analysis.